Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction was observed during testing. The digital board was determined to be the cause of the report. The customer declined repair and the device was returned labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.